Manufacturer narrative:
The reported events of undersensing and premature battery depletion were not confirmed. The device usage was within normal projected longevity. Sensing test was performed, and no anomalies were found. No other anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a replacement procedure of the implantable cardiac monitor. It was noted that the device exhibited many episodes of undersensing throughout the lifetime of the device. The device also exhibited premature battery depletion and was successfully explanted and replaced. No patient symptoms were reported. The patient was discharged from the hospital.